Event description:
The customer reported to olympus, the high frequency unit "esg-400" gave error code e433 and smoke came out of one of the rear grilles. The issue was found during an unknown therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found error message e433 displayed on the touch screen and high voltage power supply card defectiveness without visible damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e433 occurred due to a defective high voltage power supply(hvps). Probable causes for the defective hvps board include: - the supply voltage from the hvps board is missing or too low. - a defective hvps board due to a short circuit of the mos transistors. In such cases, the user may sometimes observe popping noises or flashes. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).